Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00155 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that the loader cover was broken and accessed by the user on the bd facscanto¿. The following information was provided by the initial reporter: the issue was resolved via mailed cover (338709) to customer and replaced by customer themselves. The instrument runs normally. Facscanto plus- the cover of loader is broken.

Manufacturer narrative:
D.4. Medical device expiration date: na. E.1. Initial reporter phone#: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the loader cover was broken and accessed by the user on the bd facscanto¿. The following information was provided by the initial reporter: the issue was resolved via mailed cover (338709) to customer and replaced by customer themselves. The instrument runs normally. Facscanto plus- the cover of loader is broken.